Event description:
The user facility reported that the user experienced difficulty removing the ureteroscope out of the pt's urethra during a procedure. The user attempted pulling out the ureteroscope together with an access sheath from the pt, but unsuccessfully. The ureteroscope was successfully removed from the pt by surgical intervention.

Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info regarding this report, and was informed that a transurethral uretero-lithotripsy (tul) procedure was performed in the pt. There were many calculuses in the pt's urethra reportedly. The user facility reported that the ureteroscope likely got stuck between some calculuses and the pt's ureter wall, and consequently difficulty removing. Olympus was informed in (B)(6) 2012 that the pt was doing fine. The device referenced in this report was returned to olympus for eval. The eval revealed that the bending section cover was scratched on likely with calculuses. This report is being submitted as a medical device report in an abundance of caution.